Manufacturer narrative:
The system was analyzed on site and there were no issues found with the system. No parts were needed to be replaced as the initial complaint could not be replicated and no issues with the system were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues with registration. Medtronic representative observed the site with the system and the site was using the registration probe. It was reported that the system was not counting down, it would not get the error metric below 2 when counting down and would then change to dialed registration. Tracker position was adjusted to match the patient anatomy, but the issue persisted. Multiple registration attempts were performed but the system would stop counting down and restart the tracer process without any user input. Site opted to abort navigation. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome. Medtronic representative was unable to replicate the issue during site visit. Representative registered with tracer and 3 point tracer multiple times on a demo head and noted that the site was using a 10 month old scan and the patient had more flesh on the day of the case than in the scan.